Manufacturer narrative:
Date of event: (B)(4) 2020. Date of report: 07may2020.

Event description:
The customer reported the device will not turn on. There was no patient involvement. The manufacturer¿s field service engineer (fse) remotely confirmed the reported cannot be switched on issue. The fse noted that the ventilator no longer lights up on sector or battery, and the reset did nothing when removing the battery. The on/off button appeared to be in good condition. The fse advised to replace the power supply and power management. The power supply was sent to the customer, where the customer will replace the part on their own.

Manufacturer narrative:
G4: 13may2020. B4: 14may2020. The fse confirmed that the power supply and power management board was sent to the customer, where the customer will replace the part on their own. No further information is provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 28dec2020. B4: 30dec2020. The power supply assembly (assy, power supply, v8000) was received for evaluation. Visual inspection revealed no signs of damage or contamination. A failure investigation (fi) technician installed the assy, power supply, v8000 into a fi ventilator to duplicate the reported issue. The returned assy, power supply, v8000 was tested and no failures were identified. The customer complaint was not duplicated and could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.